Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst at an unknown pressure. The device was removed, and the procedure was completed with a different device. There were no patient complications.